Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) fell while utilizing the commode during ccpd therapy and sustained a fractured ankle. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was not utilizing the commode when the fall occurred. The patient was reportedly unable to use the commode due to the newly shortened patient line being unable to reach. Therefore, the patient was standing at the bedside using a handheld urinal when he became dizzy, lost consciousness, and fell to the ground. The pdrn stated the patient¿s spouse contacted emergency medical services (ems) and the patient was transported to the hospital. Radiological studies determined the patient sustained a severe fracture of his right ankle and will require surgical repair. As of (B)(6) 2025 the patient remains hospitalized and is scheduled for surgery later this week. The pdrn reported the patient has a history of dizziness due to chronic orthostatic hypotension and has fallen several times in the past. The patient has been instructed to sit at the edge of the bed before standing after being supine, however the patient frequently disregards the instruction. The pdrn stated there was no fresenius device(s) and/or product(s) malfunction or deficiency to report. The patient continues to undergo ccpd therapy while hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of hypotension, loss of consciousness, fall and ankle fracture, which required hospitalization and surgical repair. The pdrn attributed the patient¿s fall to an orthostatic hypotensive event due to the patient standing too quickly after being supine. Per the pdrn, there was no fresenius device(s) and/or product(s) malfunction or deficiency to report, despite the spouse¿s concerns. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) fell while utilizing the commode during ccpd therapy and sustained a fractured ankle. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was not utilizing the commode when the fall occurred. The patient was reportedly unable to use the commode due to the newly shortened patient line being unable to reach. Therefore, the patient was standing at the bedside using a handheld urinal when he became dizzy, lost consciousness, and fell to the ground. The pdrn stated the patient¿s spouse contacted emergency medical services (ems) and the patient was transported to the hospital. Radiological studies determined the patient sustained a severe fracture of his right ankle and will require surgical repair. As of (B)(6)2025 the patient remains hospitalized and is scheduled for surgery later this week. The pdrn reported the patient has a history of dizziness due to chronic orthostatic hypotension and has fallen several times in the past. The patient has been instructed to sit at the edge of the bed before standing after being supine, however the patient frequently disregards the instruction. The pdrn stated there was no fresenius device(s) and/or product(s) malfunction or deficiency to report. The patient continues to undergo ccpd therapy while hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
Correction provided in d10. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.